Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Patient additionally reported ¿I spent almost 10yrs deathly ill¿, swelling of neck and nodules on thyroid which are not device related. Healthcare professional additionally reported "generalized inflammation, weight gain, vision changes, tightness in the chest and occasional sob, nerve pain in hands, leg cramps" which are not device related. Device has been explanted.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Patient additionally reported ¿I spent almost 10yrs deathly ill¿, swelling of neck and nodules on thyroid which are not device related. Healthcare professional additionally reported "generalized inflammation, weight gain, vision changes, tightness in the chest and occasional sob, nerve pain in hands, leg cramps" which are not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold. Leak test and microscopic analysis was performed which identified: device no leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process.